Event description:
On (B)(6) 2015, a (B)(6) male hx myelodysplastic syndrome, s/p bmt (B)(6) 2014, admitted for observation due to concern for gvhd. On (B)(6) 2015, the pt came to apheresis for photopheresis. The machine was primed and purged without problem. Fifteen minutes into the procedure, the machine alarmed, a blood leak was detected. The procedure was aborted. The lines clamped immediately, fluid balance was -49, 380ml whole blood was processed, pt had 132ml of anticoagulant; and the medical team was notified; a cbc and blood culture obtained and sent. The pt's vitals were stable. Blood was lost, but there were no signs of infection observed. Pt and wife were notified and therakos company was called and the incident was reported. Probably the kit was defective. A technician was dispatched to evaluate the device and to inspect it prior to use again. The pt experienced some blood loss and emotional distress.